Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a temperature issue with the pump. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2018 with the following findings: there was no activity in the pump history related to the alleged issue observed in the pump's black box history. No damage was found to the battery compartment or cap. The pump's electrical current draws were within specifications. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.